Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side with cyst and rupture. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. Cyst-ndr: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, right side with cyst and rupture. "MRI picture of the condition after breast plasty with implants. Mr signs of intracapsular rupture of implants in both mammary glands. Small cysts of both mammary glands". Devices has been explanted.